Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 180mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the act button is unresponsive. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with all of the buttons functioning properly. No damage on keypad traces during our visual inspection. The lcd connector was inspected and no anomalies were noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.